Event description:
The physician was attempting to inflate a 2.5 mm diameter x 15 mm length sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01393) in the mid right coronary artery (rca). The lesion was chronic total occlusion (cto). The sprinter rx balloon was inflated to 10 atms inside a guide catheter where it burst after 10 seconds. A new sprinter 2.5 mm diameter x 15 mm sprinter rx balloon dilatation catheter was then used and inflated to 10 atms inside the guide catheter. This balloon also burst. The physician then used a 2.5 mm diameter x 15 mm nc sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01398) inside the guide catheter, the physician was able to inflate to 12 atms for 79 seconds and the physician achieved his objective. Post removal of the nc sprinter rx device, the physician noticed that this balloon had also burst. It was reported that the device was inspected prior to use and negative prep was performed with no issues noted. The pt is reported to be stable post procedure and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: root cause unk.